Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow up approximately 2 years post index procedure where an endoleak was observed. The physician believes the endoleak is a combination of a type ia and a type ib endoleak. A re-intervention is planned, but the date of the re-intervention has yet to be scheduled. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the proximal and distal loss of seal was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the event. To date, there have been no further reports of a repair procedure or negative patent sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).